Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. Field services reported the irritation was caused by the garment chaffing and the skin was broken. There was no alleged device malfunction contributing to the irritation. The patient's nurses applied an ointment to the area. The outcome is unknown.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. Field services reported the irritation was caused by the garment chaffing and the skin was broken. There was no alleged device malfunction contributing to the irritation. The patient's nurses applied an ointment to the area. The outcome is unknown. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.